Event description:
Multi trauma pt being pushed on cart from radiology room back to unit. The wheel on the cart by the pt's right foot broke off causing the cart to tip over. Staff attempted to hold the cart from falling, but was unable to support the weight. Reportedly, the pt's leg was trapped by the cart. The pt fractured his left thumb, and many diagnostic radiology studies were completed as a result of this event.